Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratches to the overlay, front housing, and lcd lens. The downstream occlusion sensor seal exhibited a bubbled and the latch lock handle was bent. The tamper seal was broken. Review of the event history log (ehl) would not show accuracy issues. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. Three accuracy tests found the pump to be within manufacturing specifications. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the device dosage delivery was low. No patient injury reported.